Event description:
Boston scientific crm received information that this pacemaker could not be interrogated. Technical services suggested attempting the interrogation in another room, and to get a magnet rate to ensure the device is pacing properly. The clinician stated they have had interrogation difficulties with this patient before, and did not suspect a device issue. The outcome of this event is unknown. No adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information from the field were unsuccessful. If additional information becomes available, this event will be updated. Additional information received approximately three years later indicates the device was explanted and replaced with another manufacturer's device. There was no additional information provided. At this time the device has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.